Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent are identified in d2 and g4. H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. The returned sample confirmed that the guidewire lumen broke loose inside the grip after stent deployment. A definite root cause for the reported event could not be identified. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instruction for use state: 'insert a 0.035 inch (0.89 mm) diameter guidewire of appropriate length (see table) across the lesion to be stented via the introducer sheath', and 'if resistance is met while retracting the stent system over a guidewire, remove the stent system and guidewire together'. Regarding pre dilation the instruction for use state: 'pre dilatation of the lesion should be performed using standard techniques'. H10: d4 (expiry date: 02/2022), g3, h6(device). H11: h6(result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that post stent placement procedure through the femoral region to treat the iliac, the catheter shaft allegedly disintegrated. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 02/2022.

Event description:
It was reported that post stent placement procedure through the femoral region to treat the iliac, the catheter shaft allegedly disintegrated. There was no reported patient injury.